Manufacturer narrative:
Product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3487a-33, lot # j0211576v, implanted: (B)(6) 2002, product type lead; product ID 3487a, lot # j0108145v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported the patient was unable to turn stimulation on. It was noted the patient turned their stimulation off at night before going to bed. The patient turned their stimulation off about one month prior and was not able to turn the stimulation back on. It was noted there was a problem with the patient programmer. The only light on the back of the programmer that was on was the battery light. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.